Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, the oral anvil, tubing and retrieval string disengaged. The broken pieces did not fall into the patient cavity. Suturing was done for staple line replacement and to resolve the issue. There was extended hospitalization for at least one week.

Event description:
According to the reporter, during a procedure, the oral anvil, tubing and retrieval string disengaged. The broken pieces did not fall into the patient cavity. Suturing was done for staple line replacement and to resolve the issue. There was extended hospitalization for at least one week and the patient was admitted to the intensive care unit (ICU) for 10 days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the orvil anvil was observed to be tilted and attached to the tubing. The cutting ring showed no traces of knife impression and the ring was received intact. An intact suture was not properly tied at the base of the orvil anvil to the connecting piece. The proximal catheter tubing was stressed with impressions from the anvil fitting barbs. Functional testing found that the device was subjected to a measured orvil anvil retention test with a result of 5.55 lbs. The acceptable specification is greater than 5.0 lbs. It was reported that the component disengaged and orvil anvil disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is subjected to excessive tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.